Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml, 157.1 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and familial spastic paraparesis. It was reported that during a pump replacement for normal battery elective replacement indicator (eri) longevity, when the hcp opened the pump pocket it was noted that a piece of the old 8709 catheter connector had broken off. It was also noted that the hcp was not able to aspirate the catheter. The catheter serial number was unknown. The causes of the connector being broken off, and not able to aspirate the catheter, were unknown. The hcp replaced the pump connector with an 8578. Other actions/interventions taken to resolve the issue were noted as they primed the pump on the back table and then hooked it up to the unaspirated catheter. There were no symptoms reported and the patient was doing great. Follow-up was conducted to obtain the catheter information and the cause of the issues. If additional information is received, a follow-up report will be sent.